Event description:
The facility reported to baxter that the reservoir of an intermate lv 250 device ruptured near the end of an infusion on an (B)(6) male patient. The device was infusing 1 gram of vancomycin in a 250ml diluent solution when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 250 device with a ruptured reservoir was confirmed during product evaluation. The root cause of this issue is currently being investigated under CAPA (B)(4). This device is a single use device and will not be repaired. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.